Event description:
It was suspected that the lead was fractured due to inappropriate therapy. Measurements were all normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.